Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that they saw the healthcare provider (hcp) on (B)(6) 2017 to evaluate the interstim after the patient fell on it. The patient mentioned that it felt funny. During the exam, they discovered that the device was leaning in the pocket, it was not sideways like before the revision. It was angled, not shifted, but side-to-side. It was noted that there was no infection. The manufacturer representative was present and an impedance check was done. All was reported as ok.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's therapy was not working like it used to since two months and they were not getting relief. They noted that they felt stimulation sometimes. They also noted that they had fallen multiple times in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.